Event description:
It was reported via repair work order that the patient left siderail would not raise as it was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.